Event description:
On or about 6/96 a female pt, obese and with a history of alcoholism was implanted with an femoral nail. After two months of the nail being implanted, the pt was re-admitted to hospital with a non-union facture and broken femoral nail.